Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to diabetic ketoacidosis and a blood glucose (bg) level reading of ¿high¿ (value not provided). Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, a cartridge alarm occurred during the load sequence with multiple cartridges. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.